Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The condition for the flo-gard infusion pump was not confirmed and not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. The device history record review revealved that the data card was discarded per (B)(4) retention period.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of "damage, infusion not lower." After further investigation, the facility later clarified that the malfunction of the device was that the " equipment will not dispense." The event was reported to have occurred upon power up in the intensive care unit. The hospital representative did not have any information on patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.